Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had high impedance which caused ineffective stimulation. An x-ray diagnostic test was performed confirming the lead was fractured. As a result the patient's lead will be replaced on an undetermined date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receieved stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the entire drg system was explanted. No new products were implanted.